Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment for this event was not reported. The cause of the peritonitis is unknown. At the time of this report the patient was recovering from the event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.